Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-09086. It was reported that the patient experienced a ventricular fibrillation episode after presenting in the hospital for unrelated reasons. Upon device interrogation, it was noted that the right ventricular lead delivered therapy but failed to convert the arrhythmia. External defibrillation was administered and the patient was successfully restored to sinus rhythm and noted to be stable after the event. On (B)(6) 2019, the lead was revised. The patient's condition was stable throughout the procedure. In addition, it was noted that the patient's right atrial lead exhibited high pacing thresholds. Programming changes were made. No adverse patient consequences were reported.